Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump would not load and had alarmed a compromised force sensor system. The customer¿s blood glucose level during the incident was 370 mg/dl. The customer was at the hospital. They were hospitalized on (B)(6) 2017 at 12:40 a.m. Due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 502 mg/dl. The customer was having trouble with the device and had reset it. The customer had symptoms such as nausea, chest pressure, dry mouth, and frequent urination. They were treated with intravenous therapy and manual injection. The customer was not wearing the device at the time of hospitalization. They were off the device for less than 48 hours prior to the hospitalization. Troubleshooting was performed for the compromised force sensor system. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with normal operating currents and passed the unexpected alarm error test, self test, and the displacement test however, pump alarmed compromised forced sensor during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, primetest, excessive no delivery, and the dat test due to compromised forced sensor alarm. Pump received with cracked reservoir tube lip, case cracked at the display window corner, cracked lcd display window, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.